Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20mg/ml, 7.99 mg/day) via an implantable infusion pump. The indications for use were noted as non-malignant pain and chronic low back pain. It was reported that the patient felt a pulling sensation during a yoga session, followed by a slight increase in pain. A dye study was performed, and the results indicated a tear in the catheter. The issue was not resolved. Surgical intervention was planned, but not scheduled. The patient status was "alive - no injury." The healthcare provider (hcp) did not think the yoga experience was connected to the symptoms.